Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72" "pacer fault 116," and "pacer fault 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.